Event description:
The customer contacted physio-control to report that their device was showing a service wrench and a charge-pak icon in its readiness display. The device would unexpectedly lose power shortly after power on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. The customer was provided with a replacement device. Physio-control further evaluated the customer's device and the cause of the reported issue was determined to be due to the user setting an item on top of the device, that repeatedly activated the on/off button, and depleted the device's internal hybrid layer capacitor (hlc) batteries. The device was destructively tested by physio-control..

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was showing a service wrench and a charge-pak icon in its readiness display. The device would unexpectedly lose power shortly after power on. There were no reports of patient use associated with the reported event.